Event description:
No additional customer information.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d9, h2, h3, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed as the event could not be reproduced. However, during the evaluation a separate reportable malfunction was observed: the c-body (near the port) had deep scratches/gouges. Based on the results of the investigation, since the alleged malfunction was not reproduced a cause was not established. For the observed c-body gouges the issue was attributed to stress related problems tied to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during a diagnostic endobronchial ultrasound, their sheath of their bronchofibervideoscope had a black-colored foreign material on it, and there was damage to the insertion tube. The procedure was completed successfully with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.